Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12mar2021.

Event description:
The customer reported the nav ring is not moving. There was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site to evaluate the unit and confirmed the reported problem. The fse replaced the front bezel to resolve the reported problem. All test passed. This customer returned ui front bezel assembly (nav-ring) for testing with no functional failures identified.